Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the replacement hemopro tissue welder would not shut off while in the leg, remaining in the on position. The procedure was completed with another device. The hospital did not report any patient effects. Product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that there were signs of minimal clinical usage. A note read that the device was used on (B) (6) 2010. A supplemental report will be submitted when the investigation is completed. (B) (4)